Event description:
It was reported the device was being clamped on the left atrium near the left pulmonary artery when the artery tore and began bleeding. A second thoracotomy was performed to visualize and control the bleeding. The pulmonary artery was repaired with sutures. Approximate blood loss was 600 ml. The procedure was completed with the same device because the surgeon did not believe this was a device problem. The pt had many adhesions due to a previous CABG procedure, which may have contributed to the reported event. The pt is doing well with no further consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device involved in the event was discarded, so we evaluated a retained sample from the most recent purchased lot for the hospital. The device was tested for functionality with no issues noted. The device history record was reviewed for this lot number and no anomalies were noted related to the event.